Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 400 mg/dl. Reportedly, changing the cartridge ultimately resolved the issue and customer successfully resumed insulin therapy.